Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when put on the charging pad. There was no reported adverse impact to customer's blood glucose. Customer declined to continue troubleshooting with tandem technical support.